Event description:
I had an icy hot patch on my back and the box did not state that you should not apply a heating pad to the area with the patch. When the patch was removed - so was the skin underneath it. Dates of use: 2002. Diagnosis: back pain.